Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery and a "service required" alarm was observed. The device's internal battery and power management board were replaced to address the issues.